Manufacturer narrative:
(B)(4). The customer reported the internal paddles are faulty and need replacement. There was no reported pt involvement. The customer isolated the issue to the internal paddle set. The internal paddles were replaced and resolved the issue. The paddles were not available for eval. Based on the customers report we will consider this a malfunction of the internal paddles.

Event description:
The customer reported the internal paddles are faulty and need replacement. There was no reported pt involvement.